Manufacturer narrative:
E.1: initial reporter information:(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd prepstain¿, patient sample was dripping out of the transfer tip leading to contamination of another patient's sample. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: complaint reports contamination on prepstain (catalog number 490100) serial number (B)(6). Complaint alleges equipment is dripping patient sample through the tip when transferring the material to the slide. Customer reports the tip contaminating another patient's sample. Service performed diti adjustment and cleaning of the unit. Repeated checks were carried out with tip handling. Service confirmed that there was no routine dripping again after carrying out the procedures. Root cause attributed to diti error. This complaint is a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2022. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirm there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."

Event description:
It was reported while testing with bd prepstain¿, patient sample was dripping out of the transfer tip leading to contamination of another patient's sample. There was no health impact or consequences reported.